Event description:
Customers was admitted to hospital for high blood glucose and diabetic ketoacidosis. Insulin concentraation, basal rates/times, bolus history, alarm history, programming were correct. Had customer disconnect at quick release and program a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Changed set and conducted high pressure test and pump alarmed within specifications.